Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the right atrial lead exhibited oversensing of noise that lead to inappropriate mode switches. It was noted that the impedance and thresholds were stable along with the p-waves which measured 2.0 to 2.5 mv. The patient was brought into the clinic and the ra lead sensing was set to 1mv. When programmed unipolar there was more noise. The physician opted to leave the lead in bipolar with an atrial sensitivity of 1mv. No further testing was done and no additional measurements were provided. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.